Manufacturer narrative:
Age at time of event: 18 years or older. Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that sterility of the device was compromised. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). An encore balloon catheter inflation device was selected for use. Upon unpacking, it was noted that there was liquid inside the tube. Procedure was completed with another of the same device. No patient complications were reported.